Event description:
Event description guidant received information that while implanting this left ventricular lead the patient experienced an atrial dissection. There was no evidence of a lead malfunction, and the patient suffered no adverse issue relating to the dissection.